Event description:
It was reported that the customer's blood glucose was high at 400 mg/dl. Customer was having issues with his infusion set and received assistance. Customer's blood glucose went down to 250 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.